Event description:
The nurse reports the flexi-seal signal fms had been in place approximately twelve hours when an attempt to discontinue the fms was made. The nurse further reports being unable to 'expel water' from the fms retention balloon which left approximately forty-five milliliters of water that could not be withdrawn in the cuff. Finally, the nurse reports the fms 'expelled by itself' when the patient was being moved.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.